Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, usb cable and wall adapter resulting in the pump shutting down. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate charging pad, wall adapter and usb cable. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg.